Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing detailed instructions for resetting their pump, and after completion, the error did not reappear. The customer successfully began a new sensor session.